Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. Correction: blower was replaced. Hamilton medical ag complaint number: (B)(4) follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4) occurred during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. Correction: blower was replaced.

Event description:
The following was reported to hamilton medical ag: summary: te 244018 occurred during ventilation.

Event description:
The following was reported to hamilton medical ag: summary: te 244018 occurred during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.